Manufacturer narrative:
(B)(4) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following finding: the meter and test strips were evaluated and both passed testing with no faults found. The primary complaint was not confirmed. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter has a thin black line that remains at the bottom of the display after normal power up cycle and issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.